Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a memory corruption. The cause of the memory corruption issue was consistent with a component failure.

Event description:
Prior to implant procedure, the device was interrogated and found to be in back-up vvi mode. The device was not selected for implant. No patient consequence.